Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the high blood glucose started after changing the reservoir. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 519 mg/dl at the time of call. The customer was able to change set and treat the high blood glucose. The insulin pump will not be returned for analysis.